Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt lost stimulation. The pt stated that she never saw a low battery flag; however, she reported that she does not communicate regularly with her ipg. The physician is trying to determine the next course of action for the pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.